Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was the +12 volt line within the external usb data cable being shorted.  When the cable was connected to the device, the reported power issue was observed.  After replacement of the cable, normal device functionality was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported during a patient event, their device was losing power when the device was moved. This occurred during transport of the patient and there was no additional information on the event provided. The patient did not suffer any adverse outcome during the reported event.